Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure (batch no. 20056-not valid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff did not undergoes essure confirmation test" and medical device monitoring error "essure sterilization and endometrial ablation". On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), back pain ("back pain"), dysmenorrhoea ("dysmennorhea (cramping)"), menorrhagia ("menorrhagia (heavy menstrual bleeding)") and vaginal infection ("vaginal infection"). The patient was treated with surgery (hysterectomy (full) with bilateral salpingectomy). Essure was removed on (B)(6) 2014. At the time of the report, the pelvic pain, abdominal pain, back pain, dysmenorrhoea, menorrhagia and vaginal infection outcome was unknown. The reporter considered abdominal pain, back pain, dysmenorrhoea, menorrhagia, pelvic pain and vaginal infection to be related to essure. The reporter commented: discrepancy noted in date of insertion- (B)(6) 2013, (B)(6) 2012, (B)(6) 2012 patient received treatment for events ¿ dysmennorhea (cramping), abdominal pain, back pain, menorrhagia (heavy menstrual bleeding), pelvic pain. Insertion details- right- 5 coils , left- 3 coils quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2020: quality safety evaluation of ptc based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure (batch no. 20056) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff did not undergoes essure confirmation test" and medical device monitoring error "essure sterilization and endometrial ablation". On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), back pain ("back pain"), dysmenorrhoea ("dysmennorhea (cramping)"), menorrhagia ("menorrhagia (heavy menstrual bleeding)") and vaginal infection ("vaginal infection"). The patient was treated with surgery (hysterectomy (full) with bilateral salpingectomy). Essure was removed on 12-nov-2014. At the time of the report, the pelvic pain, abdominal pain, back pain, dysmenorrhoea, menorrhagia and vaginal infection outcome was unknown. The reporter considered abdominal pain, back pain, dysmenorrhoea, menorrhagia, pelvic pain and vaginal infection to be related to essure. The reporter commented: discrepancy noted in date of insertion- (B)(6) 2013, (B)(6) 2012, (B)(6) 2012 patient received treatment for events ¿ dysmennorhea (cramping), abdominal pain, back pain, menorrhagia (heavy menstrual bleeding), pelvic pain. Insertion details- right- 5 coils , left- 3 coils most recent follow-up information incorporated above includes: on 13-aug-2020: mr received: reporters were added. Lot no. Was added. Expiration date was added. Medical device monitoring error was added as a event. Discrepant information & insertion details was added in rcc proceed with follow-4 on 13-aug-2020: no new information. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure (batch no. 20056-not valid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff did not undergoes essure confirmation test" and medical device monitoring error "essure sterilization and endometrial ablation". On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), back pain ("back pain"), dysmenorrhoea ("dysmennorhea (cramping)"), menorrhagia ("menorrhagia (heavy menstrual bleeding)") and vaginal infection ("vaginal infection"). The patient was treated with surgery (hysterectomy (full) with bilateral salpingectomy). Essure was removed on (B)(6) 2014. At the time of the report, the pelvic pain, abdominal pain, back pain, dysmenorrhoea, menorrhagia and vaginal infection outcome was unknown. The reporter considered abdominal pain, back pain, dysmenorrhoea, menorrhagia, pelvic pain and vaginal infection to be related to essure. The reporter commented: discrepancy noted in date of insertion (B)(6) patient received treatment for events ¿ dysmennorhea (cramping), abdominal pain, back pain, menorrhagia (heavy menstrual bleeding), pelvic pain. Insertion details- right- 5 coils , left- 3 coils quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on 27-aug-2020: update of information (batch is not valid) based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff did not undergoes essure confirmation test". On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), back pain ("back pain"), dysmenorrhoea ("dysmennorhea (cramping)"), menorrhagia ("menorrhagia (heavy menstrual bleeding)") and vaginal infection ("vaginal infection"). The patient was treated with surgery (hysterectomy (full) with bilateral salpingectomy). Essure was removed on (B)(6) 2014. At the time of the report, the pelvic pain, abdominal pain, back pain, dysmenorrhoea, menorrhagia and vaginal infection outcome was unknown. The reporter considered abdominal pain, back pain, dysmenorrhoea, menorrhagia, pelvic pain and vaginal infection to be related to essure. The reporter commented: discrepancy noted in date of insertion (B)(6) 2013, (B)(6) 2012 patient received treatment for events dysmennorhea (cramping), abdominal pain, back pain, menorrhagia (heavy menstrual bleeding), pelvic pain quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-sep-2019: pfs received. Case upgraded to incident. Essure removal date was provided. Event injury updated to pelvic pain. New events vaginal infection, plaintiff did not undergoes essure confirmation test, dysmenorrhea, abdominal pain, back pain, menorrhagia were added. Patient information were added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.